Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. Block b3: event date unknown, device was returned on (B)(6) 2019. Upon receipt at our post market quality assurance laboratory, additional information indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to correct patient codes and to capture the product analysis from the product investigation.

Event description:
It was reported that this pacemaker was part of a system revision due to staphylococcus aureus infection. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4). Event date unknown, device was returned on (B)(6) 2019.

Event description:
It was reported that this pacemaker was part of a system revision due to (B)(6) infection. There were no additional adverse patient effects reported. The pacemaker was explanted.